Event description:
The user facility reported a 69 year old male that was implanted with a impella 5.5 who developed sustained ventricular tachycardia. Subsequently, the patient developed a gastrointestinal bleed overnight and received three units of packed red blood cells. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.